Event description:
Suspected the quality of the penfills [product quality issue], during injection she could not feel the resistance [device malfunction], coma [coma]. Urinary tract infection [urinary tract infection], blood glucose increased [blood glucose increased]. Case description: medical device information: this spontaneous case from another country was reported by consumer as "during injection, she could not feel the resistance", "suspected the quality of the penfills", "urinary tract infection", "blood glucose increased" and "coma". It concerns a female patient treated with novolin n penfill (long-acting human insulin) and novolin r penfill (fast-acting human insulin) for the past ten years and treatment on going using novopen 3 due to type 2 diabetes mellitus. Patient's height: unknown. Medical history includes type 2 diabetes mellitus around 20 years, hypertension and unspecified heart disease which did not worsen at the time of the event. A couple of years ago, the patient experienced mild urinary tract infection without fever. In 2009, the patient bought new batches. For 3 to 4 days, the patient experienced that during injection, she could not feel the resistance. Three days later, the patient experienced increased blood glucose along with urinary tract infection and fever. The result of a urinary glucose test and blood glucose was 28.4 mmol/l. The patient was sent to the emergency room for treatment. During hospitalization, blood and urine examinations were performed but the exact results were not reported. The patient was soon switched to new batches of the suspected product. Subsequently, her blood glucose no longer increased and she was considered as recovered. On an unspecified date, the patient also experienced coma. (No additional information reported regarding this event). The outcome for blood glucose increased and urinary tract infection was reported as "recovered completely". The outcome for coma was not reported. The outcome of event "during injection, she could not feel the resistance and suspected the quality of the penfills" is unknown. The patient had been trained in the use of novopen 3, but the needle was re-used 2 to 3 days. Air shot was performed prior each injection. The penfill was stored in refrigerator after each injection. No change in daily diet and physical examination near time of the events. Product: novolin r penfill, lot no: xvg0111. Drug conclusion: the returned product was examined macroscopically and microscopically. Furthermore, the parameters identity, assay and degradation were examined. The insulin was found to be normal. The results were found to comply with specifications. Nothing abnormal was found regarding this product. Product: novolin n penfill, lot no: xvg0100, drug conclusion: the returned product was examined macroscopically and microscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The value of assay was found to be low and may be due to an inhomogeneous extraction of insulin from the cartridge or that the product has been stored either at too high a temperature or too long at room temperature. Product: novopen 3. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe any faults in connection with the technical or mechanical functions of the pen. Case conclusion: product information (1): the insulin was found to be normal. Product information (2): the low value on assay is due to incorrect storage of the product. Product information (3): nothing abnormal was found in connection with the function of the pen. The patient had been trained in the use of novopen 3, but the needle was re-used 2 to 3 days. Air shot was performed prior each injection. The penfill was stored in refrigerator after each injection. No change in daily diet and physical examination near time of the events. Company comment: the patient is a female with medical history of diabetes mellitus around 20 years, hypertension and unspecified heart diseae. People with diabetes are more susceptible to developing infections, as high blood sugar levels can weaken the patient's immune system defenses. The patient was experiencing increased blood glucose level at the time of event "urinary tract infection", which could be an explanation for the reported event "urinary tract infection", however, no patient's blood glucose level, vital sign, ECG or other laboratory testing results has been provided at the time of event "coma". It is therefore difficult to assess a causal and effect relationship between the event "coma" and suspected product. Case comment: comment from the reporter: the patient reported that the physician considered urinary tract infection was caused by increased blood glucose and then induced fever. Furthermore, the patient reported that the related health care professional considered the series of events were related to therapy with novolin r and novolin n.

Manufacturer narrative:
Evaluation summary: nothing abnormal was found in connection with the function of the pen.